Event description:
It was reported stimulation could not be adjusted. There was an out of regulation (oor) condition message that was observed 4 times over the past 2 days. The oor message was seen when synching the patient programmer with the device. That patient also felt a surging sensation in the paresthesia area, which was the low back and left leg. There was no known accident or incident related to the event. Extensive impedance testing was performed, and the results indicated there was a short circuit on the 9/11 electrode combination. Program 1 was using these electrodes, so the device was programmed around those electrodes. Afterwards the patient was getting effective stimulation.

Manufacturer narrative:
Product ID 3888-45, lot# v754567, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot# v851636, implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).